Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a maverick2 balloon catheter. Visual and tactile inspection was performed. There was blood and contrast in the inflation lumen. The hypotube was kinked 74.5cm from the strain relief. The balloon and shaft were examined under magnification. There was a longitudinal balloon tear 22mm long along the whole length of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The shaft was torn at the exit notch, consistent with damage due to guidewire interaction. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon ruptured and the shaft broke. The physician inflated a 2.0x20mm, maverick²¿ balloon catheter in the left anterior descending artery (lad) and it ruptured on the first inflation at 6atms. The catheter shaft broke during the procedure. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that the balloon ruptured and the shaft broke. The physician inflated a 2.0x20mm, maverick²¿ balloon catheter in the left anterior descending artery (lad) and it ruptured on the first inflation at 6atms. The catheter shaft broke during the procedure. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.